Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the reporter stated that the patient called her saying that she was seeing code 8086 on her ptm (personal therapy manager) and she was hearing the dual-toned alarm. It was reviewed with the reporter that 8086 was not a code that the ptm displayed but it was likely the 8286 (empty reservoir alarm occurred) code that the patient was seeing. Per the reporter, the patient¿s hcp (healthcare professional) had closed their clinic due to the covid-19 virus. No patient symptoms/complications were reported. Additional information was received on 19-mar-2020 at which time it was reported that the patient was seeing code 8286 on her ptm (personal therapy manager) and it was believed that the clinic was ordering the patient¿s medication. No further complications have been reported as a result of this event.